Event description:
This test strips have not been returned to lifescan for product analysis. Lot # 2521894 of the retain test strips were tested and they failed visual testing due to a white mark at the side of the test strip. At this time, co considers this matter closed.